Manufacturer narrative:
The device was explanted and replaced, and is expected for return. This report will be updated when the investigation is completed, and will include final analysis results. (B)(4).

Event description:
It was reported that during ongoing use, a decrease in the battery's longevity was suspected. A copy of device memory was saved and submitted to technical services. Engineering analysis reviewed the data and confirmed that no fault code was declared, but that the pg is prematurely depleting. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned cognis device was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that a decrease in the device's battery longevity was suspected. A copy of device memory was saved and submitted to technical services. Engineering analysis reviewed the data and confirmed that no fault code was declared, but that the pulse generator (pg) is prematurely depleting. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.